Event description:
Caller states patient tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. Patient's coumadin dose was decreased for one day based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Four units of 250 ml medibags were found to be leaking where the bushing meets the inner of the bag. The bags were not used on pts. The leaks were noticed at medication fill.